Event description:
This is a (B)(6) male with a history of a depuy asr left hip system implanted on (B)(6) 2008. On (B)(6) 2010, presented with new onset and pain in the left hip (10 days), swelling in the left buttock and fevers as high as 102 degrees. On (B)(6) 2010, infected left total hip arthroplasty, left gluteal abscess incision and drainage (I&d). On (B)(6) 2011, I&d follow-up. Presented with scanl pain, drainage. Wishes to pursue a revision total left hip arthroplasty on (B)(6) 2011.